Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported that the diameter at the level of the bifurcation was 30 mm in diameter. The bifurcated stent graft and an extension was implanted on the right side and the contralateral limb was implanted on the left side, both stent grafts were implanted without complication. It was reported one day post index procedure there was occlusion in the left iliac limb the occlusion extend proximally up to the flow divider of the bifurcated stent graft. There was compression of the contralateral left iliac stent graft due to the column strength in the overlap region of the ipsilateral limb and the ipsilateral extension in the right iliac. The physician decided to implant a 14x40 self-expanding stent in this area and this successfully resolved the slow blood flow. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: occlusion. Anatomy related; compression of the contralateral stent graft caused by the overlapping ipsilateral limb and ipsilateral extension within the distal aorta. Conclusion: anatomy related; compression of the contralateral stent graft caused by the overlapping ipsilateral limb and ipsilateral extension within the distal aorta.